Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: samples were received and an investigation was performed. This is the 5th complaint for the reported lot number. A review of the manufacturing records was performed and two non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Investigation conclusion: a complaint history check was performed and this is the 5th related complaint for shield does not detach as intended on lot # 0177630. Investigation summary: customer returned (12) 3/10cc, 8mm, 31g syringes (2 loose, 10 in a sealed poly bag) from lot # 0177630. Customer states that the shields are hard to remove. All returned syringes were examined and one loose sample was returned with the hub-needle/shield assembly separated from the barrel. All remaining syringes were tested (#1 loose, #2-11 from the sealed poly bag) to determine the cap and shield removal forces (specs: shield removal force for 1/2cc after sterilization: 0.85-5.95 lbs.). Data: shield removal force syringe 1, 3.82 lbs., syringe 2, 5.80 lbs., syringe 3, 3.67 lbs., syringe 4, 5.53 lbs., syringe 5, 5.45 lbs., syringe 6, 4.73 lbs., syringe 7, 5.64 lbs., syringe 8, 5.90 lbs., syringe 9, 5.83 lbs., syringe 10, 4.98 lbs., syringe 11, 4.95 lbs., all removal forces fall within specification. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch # 0177630 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [20090735, 200899656] noted for shield pull. There were four (4) notifications [200899905, 200900817, 200901067, 200899210] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. 12apr2021, holdrege received a photo complaint, but batch was unknown. Initial evaluation: examination of the photo indicates that the needle assembly unit was not attached to the printed barrel. There did not appear to be any damage to the tip of the barrel, core pin damage, or damage to the syringe. The shield was attached to the hub/cannula unit therefore no examination could be completed for damage or excessive adhesive to cause the shield to be difficult to remove. Manufacturing evaluation: a review of the syringe assembly line was not completed as batch was unknown. Process summary: the automatic syringe assembly machine, which feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Device history record; l2l and logbook evaluation: DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause: root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. CAPA(B)(4). Has been opened to address this issue.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported finding needle shields hard to remove consumer reported these same syringes needles bent right over. Found 2-3 from this box.. Occd: 02/19/2021. Lot # 0177630. Catalog# 328438. Date of event: (B)(6) 2021.